Event description:
3 cases that were opened of the 3600-100 oasis chest drains lot 480662 had damaged 5 in 1 connectors. Customer advised that the packaging of the box was not damaged.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Manufacturer narrative:
Related MDR¿s 3011175548-2022-00136 & 3011175548-2022-00162 the customer reported that when they opened a 3600-10 drain, the 5-in-1 barbed connector was damaged. They provided a picture which shows a connector, one end of which is split with a fracture line running down to the fourth barb. The customer later reported finding another broken connector (for which a picture was not provided) and decided to return all drains from that lot they had in inventory. A total of 58 drains were received by getinge, all of which were sealed and none of which had a broken connector. The connector that was originally pictured with the split end was not returned. The customer did not respond to any requests for additional information. A DHR review was completed which found no anomalies in the manufacturing process. In addition, the manufacturing procedures involving the patient tube set were reviewed. No point in the manufacturing process could be identified which posed a reasonable chance of causing the kind of damage reported. The supplier was also contacted, who confirmed that the barbed connectors are 100% inspected and the kind of damage reported would not be accepted. A review of the finished good specification showed that no significant changes were made to the orientation of the connector that could have led to this complaint. A review of barbed connector's design history showed that no changes to its materials or design have been made that could have led to this complaint. The IFU provides adequate instructions for the setup of the device and instructs the user not to use the device if it is damaged. No changes are needed to the IFU. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found no related complaints. A recurring lot number report was completed which found no related complaints other than the three covered in this investigation. A review of cars/capas, ncr¿s and scar¿s found none related to this complaint description. The damage reported in complaint for one of the complaints is confirmed because a picture of it was provided. No damaged connectors or pictures of damaged connectors were provided for the other two complaints, so those complaints cannot be confirmed. No nonconforming product was returned and nothing likely to cause this kind of damage could be found in the manufacturing procedures or records. The root-cause of this complaint is impossible to define. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. H3 other text : device not returned

Event description:
N/a.